Event description:
Pfs and medical records received. During inserting the calcar replacement trial, the lesser tuberosity cracked. Revision operative notes indicated that the patient was revised due to pain, acetabulum wear, a loose stem.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a lot specific complaint database search was not possible for the unknown devices as the lot code required was not provided. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.